Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing ineffective therapy from their scs system. Reprogramming failed to establish effective therapy. X ray confirmed that lead migrated out of the original position. As a result, surgical intervention was undertaken on (B)(6) 2017 and effective stimulation was re-established.